Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. During the explant procedure, this rv lead had fractured near the proximal coil. The portion of the lead was left in the patient. The lead was placed out of service and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A set screw marks were noted on all terminals. Extracting stylet returned stuck in the second mid-body segment. Also, there were cuts and tears noted in the lead insulation. Laser extraction damage noted in the insulation in a couple of places. A blood/body fluid noted in the lumens. The fracture lead was confirmed.

Event description:
---